Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7c18 that has a similar product distributed in the us, list number 1l82.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, specificity testing, a review of labeling, and a device history review. The customer observed potentially (B)(6) for one patient sample with 7c18-25 lot 48270lf00. Additional testing was performed at a reference laboratory including reproducibility and dilution linearity testing. (B)(6) were obtained. An antigen addition test confirmed that (B)(6) exists in the sample. A review of tickets determined that there is no unusual activity and no trends for lots 48270lf00. No patient sample was available for return. Clinical specificity testing of negative control replicates was performed using in-house retained kits of lot 48270lf00. All specifications were met indicating that the lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the customer observation. A review of labeling was performed and found there to be adequate information on detecting and resolving the customer's issue. Based on all available information and this complaint investigation, the assay performed as intended and no product deficiency was identified. There is no malfunction as additional reference testing showed no interference through dilution linearity testing and additional reference testing confirmed the presence of (B)(6) by antigen addition testing.

Event description:
The customer stated that the architect analyzer generated (B)(6) anti-hbs results on one patient, but none of the other assays correspond. The results provided were: one month ago (B)(6). There was no reported impact to patient management. There was no additional patient information provided.